Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by an operational check. During check of error log, an error code related to an evt_max_reboots, which means there were three reboots that occurred within twenty-four hours, was found. The system board was replaced to address the issue. Additionally, during check of error log, an error code related to an evt_audio_queue_overflow was found. This error occurs if the audio manager has a lot of alarms at once and cannot handle. The system board was replaced to address the issue. This issue is not considered a reportable malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.